Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 1000 mg/dl. The customer¿s length of hospitalization was till (B)(6) 2020. The customer was treated with intensive care unit ventilator, feeding tube and intravenous insulin drip. Customer stated retainer ring on the insulin pump broke but reservoir was able to lock in place. The insulin pump will not be returned for analysis.